Event description:
A customer contacted stryker to report that their device doesn't power on when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
A third party service provider evaluated the customer's device and was able to duplicate and verify the reported issue. The device's lid and battery were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
A customer contacted stryker to report that their device doesn't power on when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.